Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Theatre manager reported that the system switched off during surgery. They tried to reboot it but the system did not respond. Pt impact was unk. Add'l info has been requested.